Event description:
It was reported there was an infection outbreak where three patients tested positive for the fungus fusarium proliferatum the customer carried out swap testing on all their bronchoscopes. Three scopes were cultured and none tested positive for fusarium proliferatum. However, one scope tested positive for aspergillus fumigatus. The bronchoscopy department has suspended all bronchoscopies of immunodeficient patients which is most common due to receiving lung transplants. The department has removed the infected endoscope from circulation and plan to return to olympus for investigation. It was reported that no patient had infections of the cultured organism.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the results of third-party testing, the device evaluation, and the investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Updated fields: d8, d9, d10, h2, h3, and h6. Olympus provided the following result of the culture test performed at third-party labs: sampling date:(B)(6) 2025. Bacteria identification: pseudomonas oryzihabitans. Cfu: 1 sampling from: instrument/biopsy/suction channel. Sampling date: (B)(6) 2025. Bacteria identification: n/a. Cfu: n/a. Sampling from: all channels. The customer's report was not confirmed. The device was evaluated and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.